Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 284 and 118 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips for evaluation, but she returned the replacement strips that were sent by customer service.